Manufacturer narrative:
D10 concomitants: (B)(6), 300-60-02 - stemless humeral comp laser cage, size 2. (B)(6), 310-61-44 - stemless humeral head 44mm x 17mm x alpha. (B)(6), 314-24-33 - laser cage glenoid m, 8 post aug, right. (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's right shoulder was revised approximately 5 months post initial operation. Patient was revised for pain and a lack of motion. Surgeon converted patient to a reverse. Patient was last known to be in stable condition following the event.